Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular lead exhibited a high capture threshold. The right ventricular lead was not used and replaced. The patient experienced no consequences.

Manufacturer narrative:
The reported event of a capture issue was not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.